Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild tortuous and severely calcified femoral artery. A 6.0 mm x 60 mm x 135 cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and is approximately 22mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild tortuous and severely calcified femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.